Manufacturer narrative:
(B)(6) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation, exposing wires. Electrical continuity passed. This failure is most commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. The instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.128¿ to 0.165¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A review of the instrument log for the maryland bipolar forceps associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk3315. The alleged event occurred on the 8th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image/video investigation required as no image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. The information for initial reporter is not available. Recall is not applicable.

Event description:
It was reported that during central processing, the maryland bipolar forceps was found to have a torn bowden cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.